Manufacturer narrative:
A review of the manufacturing records for the device(s) was unable to be conducted as the lot number(s) were not provided. The gore tag thoracic endoprosthesis, instructions for use (IFU) states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak.

Event description:
On (B)(6) 2012, the patient underwent treatment for a type iii endoleak with conformable gore tag thoracic endoprostheses, the patient had a systemic infection at this time. The endoleak was thought to be originate from the overlap zone of the previous implanted tag devices.